Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using thebd pyxis¿ es server, message not crossing over from interface to es server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, message not crossing over from interface to es server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device serial, medical device model and medical device catalog and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the message was not crossing over from interface to es server. A technical support specialist (tss) dialed into the carefusion care coordination engine (cce) and identified that queues were not moving due to errors inserting messages, prompting them to stop the cce services. The tss checked the sql log and found that the customer database server had full disk space. The tss contacted and coordinated with the hospital information technology team, who resolved the disk space issue. The tss then requested a system restart. After the restart, turned on the cce services, and message flow resumed normally. The system functioned as intended after the technical support specialist troubleshot the device.